Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and a performed visual inspection and found sensor needle bent inside sensor. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used. Cannot perform or reproduce skin irritation in lab.

Event description:
Customer reported having issues with sensor reading being inaccurate. Customer stated the sensor reading was below 60 mg/dl and the insulin pump was going into threshold suspend. Customer check blood glucose and it was 100 to 120 mg/dl. Customer reported the she had calibrated in the night. Customer stated the sensor readings were 58 to 70 mg/dl and her blood glucose would be in the 130 to 150 mg/dl. Customer was advised how to calibrated the sensor and what to avoid. No further information reported.